Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging reduced cardiopulmonary reserve there was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging reduced cardiopulmonary reserve. No medical intervention was specified by the patient. After further investigation, it has been determined that the report was incorrectly filed as a product problem case. This report was evaluated by the clinical team and was assessed as a serious injury. Section b1, b2, h1, h6 have been updated. UDI related data quality updates only the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.